Event description:
Additional information was received from the manufacturer representative (rep). Rep reported that the cause of the broken lead was unknown and it was not determined why it was not covering the patient's typical pain. Rep reported the patient was most concerned with not being MRI compatible with the broken lead still implanted. Rep noted pt knows they can have an additional surgery to explant the broken lead, but spoke with their hcp regarding all the options. Rep confirmed the information has been verified with the pt and hcp.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2023, explanted: (B)(6) 2025, product type lead product ID 977a260 lot# serial# (B)(6), implanted: (B)(6) 2023, product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# (B)(6) implanted: (B)(6) 2023 explanted: (B)(6) 2025 product type lead product ID 977a260 serial# (B)(6) implanted: (B)(6) 2023 explanted: (B)(6) 2025 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6) ubd: 20-oct-2027, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(6), ubd: 20-oct-2027, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via a manufacturer representative regarding an implantable neurostimulator (ins). It was reported the leads were explanted, with one lead noted as partial explanted. No additional information was provided. On (B)(6) 2025 it was reported the leads were replaced because they weren't covering the patient's typical pain. Both leads were going to be explanted, but one was broken right below the contacts so the lead was unable to be fully removed. The leads were replaced and the issue resolved. The devices were discarded and will not be returned.